Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not available for evaluation. Additionally, the device specific catalog and serial numbers were not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components due to rotator cuff tear. Primary surgery was (B)(6) 2011.